Event description:
It was reported that left ventricular (lv) lead was explanted due to dislodgement. A new lead was implanted. Additional information indicated that the dislodgement was determined via x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.